Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump shut off with a no delivery alarm, and after changing the infusion set he received a compromised force sensor system alarm during the prime process. The customer's blood glucose at the time of incident was 410 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the prime and rewind anomaly. The customer was unable to identify any possible damage to the drive support cap. The customer also stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm occurring. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.